Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "financial impact of total hip arthroplasty: a comparison of anterior versus posterior surgical approaches" written by noah m. Joseph, ms, jared roberts, md, and michael t. Mulligan, md published by arthroplasty today 3 (2017) was reviewed. The article's purpose was to "review the perioperative and financial results of tha performed through the aa vs pa to compare their perioperative outcomes and cost-effectiveness." Data was compiled from 167 total cases that took place between january and june of 2013. The cases were divided into two groups of aa (anterior approach) and pa (posterior approach thas). It is noted that depuy products were utilized in aa group and pa group were non-depuy. Depuy products utilized: pinnacle cup with poly liner, trilock stem, ceramic head. Adverse events associated with aa group: blood transfusions required, dislocations (interventions not specified), infection (interventions not specified).